Event description:
It was reported that the alarm does have power, but is alarming randomly when pressure is on the mat. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned products shows that the battery connectors are loose when the alarm was tested with a certain type of battery. When it was re-tested with another type of battery it works fine. The exit alarm mat was rec'd, and inspection shows that it had been folded. It functioned on one try and wouldn't function when re-tested. (B) (4).